Event description:
Both whii 7x4x75 balloon burst when they were taken to 20-22 atm.

Manufacturer narrative:
Lot history record review: the lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The sub assembly lot history records were reviewed for any abnormalities that may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the sample was returned for evaluation and the following was observed: one sterile catheter was returned for evaluation. Neither of the two actual samples were returned. The balloon catheter was inspected for defects, none were found. The balloon catheter was manufactured to specification. We then successfully performed testing (10 cycles) on the sterile balloon catheter. After the cycle testing, the balloon burst at 27atm with a failure mode for a longitudinal bust in the center of the balloon. No abnormalities were observed. Conclusion: the complaint investigation is inconclusive. The actual complaint samples were not returned for evaluation. During the evaluation of the returned sterile sample, nothing was found that would have contributed to the reported complaint. The sample was then cycle tested and brought to burst. The balloon burst at 27atm. It appears as if the balloon catheter functioned as intended and the cause of the complaint is over inflation. The catheter is labeled for 16atm and the reported complaint states the balloons burst between 20 and 22 atm. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.